Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried body fluids. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high pacing lead impedance at multiple sites. The lead was not used, and a new lead was successfully implanted. There were no consequences to the patient.